Event description:
Cannot walk without aid [abasia], fever [pyrexia]. Left knee swelled to more than twice its normal size [joint swelling]. Arthritic type pain in knee joint is worse than before [therapeutic response decreased]. Left knee effusion [joint effusion]. Arthritic type knee pain in knee joint is worse [arthralgia. Case description: spontaneous report was received on (B)(4) 2013 from a patient (age and gender not provided), (B)(6), with arthritis in knee. The patient's medical history was significant for arthroscopic surgery for loose meniscus in (B)(6) 2012 and knee pain. On (B)(6) 2013, the patient initiated treatment with the first synvisc one (hylan gf-20) injection, dosage regimen and route of administration not provided. The lot number for synvisc-one was not provided. By on (B)(6) 2013, the patient's left knee had swelled to more than twice its normal size and the arthritic pain in the knee joint was far worse than before the shot was administered. By (B)(6) 2013, the patient's knee had swelled even more and he experienced fever and chills for which he began to get concerned about septic arthritis and visited the hospital emergency room. In the hospital, arthrocentesis was performed where 50 cc of fluid was aspirated and sent for laboratory testing. The patient was soon thereafter treated with intravenous antibiotics for the events of fever, chills and left knee swelling. Because the patient was unable to have the knee drained by the way of arthroscopy due to high international normalized ratio (inr) readings, the patient remained in the hospital until the laboratory results were completed which came back negative. On an unspecified date in (B)(6) 2013, the patient was discharged. It was reported that at home, the patient literally could not walk without the aid of crutches. The patient's knee was reported to be still swollen and painful and there was nothing much that the patient could do but continue to ice and rest the knee. The patient's knee had been severely weakened by the reaction and had not enough strength to walk without crutches. The patient had not yet recovered from the events of 'cannot walk without aid' and 'left knee swelled to more than twice the normal'. The outcome for the events of chills, fever, arthritic type pain in knee joint is worse, arthritic type pain in knee joint is worse than before (sub-therapeutic response) and left knee effusion was not provided. The action taken with synvisc one treatment was not provided. Concomitant medications were not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.